Manufacturer narrative:
Investigation summary: the customer issued a complaint for detached syringe device detected by end user. No sample was provided to bdm-ps for analysis; therefore, it is not possible to investigate the reported condition. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint met all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion a syringe can only become detached if syringe capture features or the flange of the syringe get damaged/broken or if the syringe receives an impact after syringe insertion which causes it to unclip from the device. Therefore, the syringe most likely became detached as it was not clipped into the device properly or it received an external impact after syringe insertion which caused it to unclip from the device. None of these causes are related to bd process.

Event description:
It was reported that the bd ultrasafe plus¿ passive needle guard safety device broke off during use. The following information was provided by the initial reporter: "the injection mechanism was broken, the syringe part fell downwards when the plunger was turned."